Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharger cord started to give them trouble about 1. 5 to 2 months ago. Patient reported that their recharger has completely failed and that they met with their manufacturer representative (rep) in office about the issue for further assistance. The patients rep was looking at the recharger and took their belt apart to get a closer look at the recharger; the rep stated that the patient should call patient services for more help with this equipment issue. Patient stated that friday night they were trying to charge and their recharger was able to find the implant battery but that it burned 30% of their controller battery and didn't charge their implant at all. Patient noted that they tried passive recharge and the recharger would not find any number values; the recharger was getting warmer than usual and turning their controller off. Patient mentioned that they tried doing resets of the controller, but that their implant is dead and that they are in a lot of pain. Patient also mentioned that they called a different rep and he also told the patient to call patient services for further assistance. The troubleshooting steps taken on the call did not resolve the issue. A replacement recharger (rtm) was sent out. Additional information was received from the manufacturer representative (rep). Rep reported that they did not know about this issue. Additional information was received from second manufacturer representative (rep). Rep reported that they were not made aware of the even and would have submitted a report if they were. Rep also spoke to their colleague in detail about the patient. Rep's colleague was also not made aware of the event and have no further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.